Event description:
Caller states that the following readings were obtained on a patient, with two different inform meters, within 10 minutes: 64 mg/dl (inform system 1) and 246 mg/dl (inform system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - inform system 1 (B)(6) - inform system 2.